Event description:
The customer contact reported unrestricted flow. The pump was returned to the biomedical engineering department with an unsigned note that stated, "set up for piggyback but ran like in free flow." No info, pump programming, or event details were available. There were no reports of any adverse pt events while the pump was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow when the door was opened. This was due to a missing door latch roller from possible impact in the field. The pump history was downloaded at the manufacturing facility. A review of the pump history found there is no pump programming or pump activity for the reported event month of may; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.